Event description:
The customer's mother reported via phone call that the other night the customer's blood glucose level was 600 mg/dl. She was hospitalized on (B)(6) 2015 with hyperglycemia, cramps, and epigastric pain. Her blood glucose level was 607 mg/dl. The customer was feeling nauseous and had cramps on her arms and feet. The customer treated her high blood glucose level with a manual injection. She was given fluids and IV. She wore the insulin pump at the time of the emergency room visit. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and self-tests. No unexpected check settings alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner.